Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact on the customer's blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump. The customer mentioned not having charging supplies during the call and decided to reset the pump independently, with the intention to call back if the issue re-occurs.